Event description:
The patient reported that they were having incontinence and the therapy stopped working several months prior to the report. It was indicated that the patient saw the healthcare provider and was told that surgery would be conducted on (B)(6) 2016 to look at the wire and replace the implantable neurostimulator. The patient mentioned that they had a fall and a serious auto accident in (B)(6) 2015 that could be related to the issue. It was noted that the patient lived alone and didn't have anyone to help them, so they didn't want the surgery. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.